Event description:
Terumo medical corporation received the following information: it was reported that the sheath broke off in the patient's artery. Physician went femoral to remove the sheath with a snare. Patient was stable. The procedure performed was a heart catheterization.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: telephone number: requested, not provided the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.